Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The digipower board was replaced. Patient information could not be provided due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit alarmed and mechanical ventilation stopped. The clinician reportedly switched to volume controlled ventilation and ventilation was able to be continued. A decision was then made to swap out the anesthesia machine. The case was completed with no further reported complaint.